Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on past the "lifevest" screen and was emitting a high-pitched sound. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on completely / high-pitched noise) has been confirmed. As received, the monitor was continuously resetting. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the constant resets is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (B)(4) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective memory. The pt received a replacement monitor.